Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced continued atrial tachycardia due to the atrial rate of the cardiac resynchronization therapy defibrillator (crt-d) at 150-154 beats per minute. It was also noted that the patient experienced weakness and near syncope. It was further reported that the left ventricular (lv) lead had high threshold measurements. Reprogramming was done to lower the atrial tachycardia/atrial fibrillation (at/af) detection rate and atrial anti-tachycardia pacing was turned off. Reprogramming was also done to change ventricular sensitivity. The device and lead remain in use. No further patient complications have been reported as a result of this event.